Manufacturer narrative:
(B)(4). Concomitant medical products: oxf anat brg lt md size 3 PMA item#159547 lot#6483393, oxf uni cmntls tib sz c lm item#166574 lot#3922603, palacos r+g 2x40g item #66017569 lot #92804884. Report source: (B)(6). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2022 ¿ 00286, 3002806535 - 2022 ¿ 00287.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty and approximately two (2) years post-implantation is still experiencing pain and instability. Due diligence is in progress for this complaint; to date no additional information has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed to confirm reported event. Review of the device history record (DHR 166942 lo# j6466714) identified no deviations during manufacturing related to the reported event. Devices are used for treatment. Medical records were not provided. A definitive root cause cannot be determined.